Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain and swelling at the ipg site due to bumping the device against a hard surface. Reportedly, the skin was broken and the ipg was protruding through the incision site. However, no bleeding was present. Surgical intervention was undertaken wherein the system was explanted. The patient will undergo an aggressive antibiotic regimen as further precautionary treatment.